Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was prompting an "error 4" message. The medical surveillance specialist spoke with the pt on april 28, 2009 and obtained the following information. The pt reported that the alleged error message began to appear 2-3 days prior to contacting lfs. Per the one touch ultra owner's booklet, this error message indicates one of the following conditions may be present: the meter detected a high glucose when testing in an environment near the low end of the system's operating temperature range, a problem with the test strip, the sample was improperly applied, or there may be a problem with the meter. The pt reported that she manages her diabetes by taking solostar insulin at bedtime and humalog insulin three times daily (based ona sliding scale). As a result of the issue, the pt stated that she guessed how much insulin to take daily, since she did not know what her blood glucose level was. On an unspecified date, after the alleged issue began, the pt claimed she developed symptoms of feeling sweaty and weak soon after having eaten brunch. The pt stated that she immediately drank some soda in response to the symptoms. The pt reported that she felt "somewhat" better" afterwards, but remained nauseous. At the time of troubleshooting, the customer care advocate noted that the test strips appeared in good condition and that the pt was using the correct testing technique. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. Of the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.